Event description:
On (B)(6) 2011 the (B)(4) representative in china reported that the rpm serial number 1346 stopped and displayed a runaway error after running for 5 hours.the incident repeated after the pump ran for another 12 hours. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).